Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The pump passed the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, and displacement test. They were unable to perform the occlusion test and no delivery test due to a prime anomaly. There was no unexpected failed battery test alarm noted. The test blood glucose meter communicates properly to the pump. The pump was received with a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that there is crack where the battery goes in at the top of the insulin pump. Customer noticed a crack on his pump and ended up taking the battery out of the pump. Customer got a failed battery test alarm when it was back in the pump. Customer stated that the pump is suspended but showing the battery as zero. Customer's blood glucose was 45 mg/dl at the time of the incident. Customer had glucose pills to treat. Customer stated that there was a crack in the pump casing around the battery cap. Customer made sure that he did not over-tighten the cap. Customer stated that he works on cars but does not remember the damage. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.